Event description:
It was reported that during a coronary stent procedure, the physician experienced difficulty crossing the lesion. Upon removal, the stent appeared to be flared. Another stent was use to complete the procedure. No patient injuries or complications were reported.